Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionnaire has not been received.(B)(4).

Event description:
A surgeon reported that a multifocal intraocular lens was exchanged because the pt presented with visual distortion. Add'l info was received from the surgical technician who confirmed that the iol was replaced with a different multifocal lens model.